Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) female patient presented in the ER with no previous coronary history complaining of chest pain. (B)(6). The customer states the patient was to the cath lab and the cath result was negative. The patient was admitted to ccu for observation and released the next day. The site concluded that the patient did not have an mi. There were no other injuries reported with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 11/04/2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
Na.